Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: no samples available. As batch number is not available, the batch manufacturing record can not be reviewed. Without closed samples and/or defective samples a proper analysis can not be performed. OEM will close this complaint as not corresponding as no further analysis can be done. Nevertheless, if closed samples are received in the future, OEM will re-open the case. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Threads break.